Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.

Event description:
Reported false positive sars result for 1 asymptomatic consumer who had a known exposure. The consumer communicated the result was confirmed negative by molecular (pcr testing). The consumer tested positive an additional 3 times over a 4 day period and those events are captured on separate reports.